Event description:
A manufacturer's field rep was demonstrating the ultegra rpfa-trap to a dr using a blood sample obtained from a pt who had not received any "gp llb/llla" inhibitor drug. A test result of 42 pau was obtained. Because this result was lower than the baseline (pre-drug) reference range cited in the device package insert (125 - 330 pau), the test was repeated. There was a fill error, and no test result was reported. Later, this blood sample was retrieved and run, yielding a result of 0 pau. After the pt received a "gp llb/llla inhibitor drug, the test was run again and the result was 16 pau.